Manufacturer narrative:
Device evaluation summary: the service engineer (se) inspected the device and verified the reported issue. The se replaced the breath delivery (bd) power controller and bd distribution. The ventilator passed all testing per manufacturing specification and was placed back into clinical use. If the replaced part is returned for failure investigation, a supplement medwatch report with the findings will be submitted once the investigation is complete. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that a 980 ventilator "couldn't work" even though the ac (alternate current) power light-emitting diode (led) was lit and generated an error code with the message "power fail cap not discharging." The ventilator was not in use on a patient at the time of the reported event.

Manufacturer narrative:
Device evaluation summary: one breath delivery (bd) power distribution printed circuit board assembly (pcba) was returned to medtronic for failure investigation. The part was visually inspected and functionally testing with no anomalies observed. There was no malfunction or product deficiency identified. One bd power controller pcba was returned to medtronic for failure investigation. A visual inspection was carried out on the returned component; no anomalies were observed. The bd power controller pcba was attached to the failure investigation test ventilator for analysis. The ventilator was powered up. The ventilator passed the power on self test (post) and no errors were recorded in the diagnostic logs. Ran calibration procedures without any errors. During the extended self test (est), the ventilator failed the ¿bd audio test¿. The alarm tone was low, and an error message was displayed on the display screen. The fault was isolated to capacitor, reference designator c4. The cause of the observed condition was determined to be fault with capacitor c4 in bd power distribution pcba. The event will be included in trending and monitoring. If information is provided in the future, a supplemental report will be issued.